Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's dexcom g7 sensor was disconnected from her ilet resulting in alert 60. The user assisted with troubleshooting, but the device still showed as start sensor. The user is entering reading from dexcom app manually into the pump and has back up therapy. There was no report of any end-user harm or adverse event associated with this report.